Manufacturer narrative:
Device is combination product. Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
(B)(4) study. It was reported that post a stenting treatment procedure, the patient expired. In (B)(6) 2007, the index procedure was performed and a taxus express2 - 8.8pct (mr) - 3.00x24mm study stent was placed in middle left anterior artery (lad). In (B)(6) 2012, the patient expired. The cause of death is unknown. Additional information has been requested and is not available.

Event description:
It was further reported that in (B)(6) 2007 a 90% stenosis and a 24mm long de-novo target lesion was located in the mid left anterior descending artery was treated with pre-dilation and deployment of a 3.0x24mm taxus express2 stent, resulting in 0% residual stenosis. Post dilation was not performed and timi flow grade remained 3. The patient was discharged the following day on paraclodin, warfarin, baby aspirin and panaldine.